Event description:
It was reported that following an unrelated procedure, the pulse generator was found in backup vvi mode. It was noted that the device was exposed to electrocautery during the procedure. A software download successfully restored the device.